Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Multiple device ID¿s were provided (including: redr01, sedr01, en1dr01, kdr901, ksr401) however, a one to one correlation could not be determined and it is unknown if this event has been previously reported. Referenced article: MRI with cardiac pacing devices - safety in clinical practice. Eur. J. Radiol. 2014;83(8):1387-1395. Sent a request for additional information. Any relevant additional information received will be added to the event. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The article included the following failure modes: decreased pacing rates due to low battery voltage and magnetic resonance imaging (MRI) and increased capture thresholds. The ipg¿s remain in use. No patient complications have been reported as a result of this event.